Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited a high pacing impedance which rose over a period of months. A lead fracture is suspected but was unable to be confirmed with an x-ray. The patient underwent a surgical intervention to abandon the product and implant a new lead. The impedance issue was confirmed with a pacing system analyzer (psa) during the surgical procedure. No additional adverse patient effects were reported.